Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the unit would not mesh. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under(B)(4). Review of the most recent repair record determined the device would not mesh properly. The cutter and side plate were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.